Event description:
On (B)(6) 2014, the patient underwent revision surgery due to disassembling between the trabecular metal base plate and the glenosphere to, and removed the two screw system (4.5-18 and 4.5-30) and both were replaced with inverse/reverse screw system 4.5-30. Also the as inverse/reverse humeral pe-inlay and the as inverse/reverse humeral cup, were replaced. This surgery is referenced on cpt(B)(4). This report at hand (cpt(B)(4)) concerns the revision of the as inverse/reverse humeral pe-inlay 36-0, part# 0104223360 with lot# 2706854, that was implanted on (B)(6) 2014 and now has been removed and replaced with another as inverse/reverse humeral pe-inlay 36-0 with lot #2753571. The reason as to why the in-lay was revised was not provided. No other information was provided.

Manufacturer narrative:
Although x-ray pictures were received for review, the manufacturer did not receive the devices nor surgical reports for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The reason for the revision was not provided, but once more substantial information is received or the device is returned and investigated, and updated report will be submitted once the result of the investigation is made available. Zimmer ref number cpt(B)(4).